Event description:
The reporter stated, the surgeon inserted and removed a cq2015 collamer three piece lens. Additional information has been requested from the facility but none has been forthcoming. If additional information is received, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation summary: visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue. A lens work order search was performed and two similar complaints were found. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.